Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.5/075 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to the lens tore/broke during injection/delivery into the eye and blurred vision. The lens was exchanged for another same model/diopter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation narrative was incorrect. Visual inspection did not find the optic torn. Visual inspection found the haptic torn.

Manufacturer narrative:
Device evaluation: the product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the optic torn. (B)(4). No other adverse events were reported outside of blurred vision and the lens exchange. (B)(4). There was no break in the material due to material integrity. (B)(4).